Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed 500mg of keflex (B)(6) 2013 (duration not reported) and 250mg of keflex on (B)(6) 2013 (duration not reported) due to recurrent infection at the abutment site. The implanted device remains.